Event description:
It was reported that the ventilator did not deliver air. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not deliver air. Provided ventilator logs were reviewed. Several alarms were generated indicating a leakage in the patient breathing circuit or a disconnect situation; pressure delivery restricted, expiratory minute volume low, peep low, respiratory rate low, check tubing and patient circuit disconnected. The customer did not require a visit or service to investigate the reported problem as the reported issue could not be reproduced and the ventilator was put back into service. No parts were replaced for investigation, therefore the root cause for the reported problem could not be determined.